Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm aside from that her insulin pump had started acting strangely. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.